Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a yellow wrench advisory alarm associated with a driveline fault, as well as the patient disconnecting the driveline from the controller, could not be conclusively determined through this investigation as the controller event log file did not contain data from the time of the reported events. The controller event log file contained data spanning from 10nov2020 at 23:59:03 to 11nov2020 at 14:34:06, per the timestamp. No notable alarms were recorded, and the system appeared to have been operating as intended. It was reported that the patient hit their controller near the driveline on (B)(6) 2020 and a yellow wrench advisory alarm appeared. As a result, the patient disconnected their driveline for approximately 4-5 minutes and the driveline fault resolved. The patient remained ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), and no further events were reported. The heartmate 3 left ventricular assist system instructions for use and patient handbook warn that disconnecting the driveline from the system controller will result in loss of pump function. These documents also outline all system controller alarms as well as the appropriate actions associated with them. The patient handbook explicitly states, "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 02oct2018. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2020 the patient hit the controller near the driveline and the yellow wrench appeared. The patient then disconnected driveline for 4-5 minutes because patient saw a driveline fault on the screen. There were no current alarms and the patient had not seen the yellow wrench since putting the driveline back on the controller. Technical services reviewed the log file and there were no notable alarm conditions or parameter changes. They did not see a yellow wrench indication in the log file. There were no additional driveline faults or additional alarms since the event date. The patient was stable.